Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
During left temporal craniotomy for temporal mass suspected brain tumor, the surgeon was creating 4 burr holes. On the last burr hole creation the perforator did not stop. The surgeon immediately pulled the drill back without injury to the underlying dura. The perforator has built in stop mechanism so that when the inner portion of the skull is breached it is supposed to stop. The drill's diameter is approximately the size of a nickel. This failure could have injured the brain matter. There was no delay in the case.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the customer¿s complaint of "on the last burr hole creation the perforator did not stop" was not verified. This perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drill hole and there was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.